Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and post-herpetic neuralgia. It was reported that the patient said that she is in pain and the device is not working properly. Additional information was received from the patient. Patient said that she has neuropathy and that she had shingles several years ago and it irritates a nerve. Patient said she does not know if the pain is changing or if it is the device, sometimes she gets relief close to area that she needs it and sometimes it doesn't. Patient said that she is in pain most of the time and does not go anywhere and said on bad day pain level is a 7-8 and good day it is 3-5 and that pain is worse in the front. Patient said she keeps her right arm clutched to her side because of the pain. Patient also mentioned that she doesn't believe that the stimulation ever got as high as it was needed and the sometimes she feels stimulation in her knee that was replaced. Patient was redirected to follow up with health care professional (hcp) to schedule reprogramming session. Patient considered this a sudden change in therapy/ symptoms. No further patient symptoms or complications were reported in this event.